Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one sizing wing on the zephyr 4.0-j endobronchial delivery catheter (edc) fell off during the procedure. The sizing wing was retrieved successfully with no patient consequences. The physician was able to successfully complete the procedure with a new catheter.